Event description:
It was reported that the patient presented in the operation room for a scheduled surgery. During procedure, noise was noted on the right ventricular lead. Upon interrogation, the lead was noted to have insulation abrasion from the can. The lead was repaired with medical adhesive and a suture sleeve. The patient was stable during and post procedure and will continue to be monitored normally.